Manufacturer narrative:
(B)(4).

Event description:
It was reported that while discussing a prior hyperglycemia episode with a reported value of 365 mg/dl, and the patient experienced a subsequent hypoglycemia of 44 mg/dl that facility staff overtreated with candy and sandwiches, not following the 15-grams-every-15-minutes approach, resulting in troubleshooting and education on appropriate low treatment. No device malfunction or relevant component issue was identified, and the therapy included oral glucose with an ilet system in use. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem found and identified a use issue related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.